Event description:
Info was rec'd related to a study conducted outside of the us. Four months after implantation, restenosis within the target lesion was visible. The lesion was treated again successfully.